Event description:
It was reported that experienced arrow users have been complaining of difficulty in threading catheters; they are bunching up, making it difficult to thread, extremely soft needles.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and needle with no relevant findings. A review of design change history for kit ak-05502, part number nz-05500-001, and kz-05400-002 was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that experienced arrow users have been complaining of difficulty in threading catheters; they are bunching up, making it difficult to thread, extremely soft needles.